Manufacturer narrative:
A2: age at time of event: 72 years old at the time of study enrollment.

Event description:
Eminent clinical study. It was reported that in-stent occlusion occurred. The subject was enrolled in the eminent study on (B)(6) 2018, and the index procedure was performed on the same day. The target lesion was located in the right ostial, proximal and mid superficial femoral artery (sfa) with 100% stenosis and was 180 mm long with a proximal reference vessel diameter of 5.7 mm and a distal reference vessel diameter of 4.1 mm. It was classified as a tasc ii c lesion. The target lesion was treated with pre-dilatation and followed by placement of two 6 mm x 120 mm study stents. Post treatment, a dissection was noted, hence 5 mm x 100 mm and 4 mm x 100 mm two stents were implanted. Following post dilation, residual stenosis was 25%. On (B)(6) 2018, the subject was discharged. On (B)(6) 2023, 1758 days post index procedure, the subject presented to hospital with increase in symptoms in both the legs. On the same day, eai caused significantly decreased symptoms. However, echography performed was not clear whether there was concern for a new thrombus. Ankle knee pressure on both legs was performed and the right leg showed [r]=2.1 (was 2.3) at 25 cm, and [r]=2.2 (was 2.3) at 16 cm above the patella and [r]=2.8 in the popliteal artery, followed by monophasic signal in the popliteal artery and the trunk. At the origin of sfa, the stent was open and then the entire stent was closed. On (B)(6) 2023, doppler was performed for both legs on the great saphenous vein (gsv) and short saphenous vein (ssv). Based on the symptoms, the subject was diagnosed with occlusion in the entire right sfa. On (B)(6) 2023, the subject was recommended to undergo fem-p3 bypass surgery. However, the subject was not keen to undergo surgery, so it was suggested to first try more supervised walking therapy and the subject was followed up by the site through telephone communication regarding the therapy for 2 months. At the end of visit, subject was recommended to take acenocoumarin 1 mg tablet in the evening after the meal and clopidogrel 75mg tablet 1 for day.